Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and the booting sound was not coming up during routine check. The rse determined that the speaker needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. Section e reporter phone #: (B)(6).

Event description:
It was reported that the speaker was not working, and there was no sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.